Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of reported event cannot be determined.

Event description:
The service center was informed that the clv-190 would not display an image when connected to a 180 series scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please the legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. Therefore, the probable cause will be described here on the basis of the current information. The probable cause is shown below: failure to display endoscopic images (when a 180 series videoscope is connected to the subject product). The event pointe out could have been caused by accidental failure in some device on the patient board or abnormalities in the electrical contacts of the endoscope connector.". IFU for cv-190 was reviewed to confirm the following: failure to display endoscopic images (when a 180 series videoscope is connected to the subject product). The following was included in ¿9.2 troubleshooting guide¿ of the IFU for cv-190: irregularity description: the endoscopic image does not appear on the monitor. Possible cause: the endoscope, camera head, or oes video converter is not connected correctly. Solution: connect the endoscope, camera head or oes video converter as described in its instruction manual. (See also section 6.3, ¿connection of an endoscope¿)".